Manufacturer narrative:
Final device analysis for the lead revealed no anomaly found.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 387445, lot# va07puk, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type screening device. (B)(4).

Event description:
It was reported that during the procedure using the trial lead the patient either was not able to feel stimulation or started feeling stimulation around 10.2v. It was noted this occurred on all parts of the lead, even at max pulse width and high rate. Manufacturing representative was unable to turn stimulation up to an effective strength. Another lead was used to capture patient¿s right side and worked fine. Left lead elicited little to no stimulation and was placed just left of the lead for the right side of the body. The impedances were higher on the left lead (4,000-6,000) than they were on the right (1,000-3,000); however, none were out of range. The health care professional (hcp) attempted to move lead up and down to move the lead away from any possible epidural ¿dead zones.¿ that was not effective. The hcp also switched left and right lead in the snaplid cable in order to rule out a cable issue but the same results were observed. The hcp then used a new lead. The hcp used the same needle that was previously being used for the left side lead to be inserted. Impedances were lower and the patient was able to feel stimulation at a lower and therapeutically effective strength with the new lead. It was noted this lead was passed more laterally. There were no patient symptoms or injuries. Additional information requested but had not been received as of the date of this report.